Event description:
This companion 2 driver was not supporting a pt. The customer reported that the companion 2 driver passed the system check while connected to a mock tank (pt simulator), but he observed a "computer malfunction" alarm in the alarm history. This alleged failure mode poses a low risk to a pt because it was observed when the companion 2 driver was not supporting a pt. In addition, the reported issue would not prevent the companion 2 driver from performing its life-sustaining functions.

Manufacturer narrative:
The companion 2 driver has been returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.